Event description:
It was reported the patient was revised because there was metal debris. The femur was not secure to the stem extension it was attached to. The hcp deduced the screws used to secure the stem extension to the femur loosened, or were damaged. The femoral and stem were revised for cause.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 00588001402, right size d femoral component, lot# 63277044.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h6: suggested code (annex g)- mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: slight offset at the tibiofemoral arthroplasty articulation and areas of osteolysis as noted. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. D10: additional associated products 00588001402 right size d cemented option femoral component lot# 63277044, 00585001296 polyethylene insert xt size b lot# 66866849, 00585002012 articular surface with segmental hinge post size b 12 mm lot# 65244789, 00585204035 stem collar 35 mm o.d. Lot# 66323325, 00585004604 segment with male/female taper 40 mm length lot# 66467268, 00585205014 fluted stem ext st precoat 14 mm dia 130 mm l lot# 66815526, 00585004202 distal femoral xt component size b lot# 66651220.

Event description:
No further event information available at the time of this report.